Manufacturer narrative:
Evaluation summary: based on the investigation results data, it was determined that the potential cause/root cause of the failure was due to an individual defect in the puncture needle used. (The protruding length of the needle is shorter than other individuals) there are no defects in the endoscope product. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
First day that we delivered the scope to (B)(6) hospital, dr. Noticed that the sonotip from mediglobe doesn't go out as long as it should from the distal end, comparing to the old ebus scope that he is using. Service did not find any defect at the scope. This event occurred at the time of during use. There was no report of patient harm. B3: not known for the exact date, we just know the year the complaint was sent in to manufacturer. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical europe investigated the returned endoscope. It was confirmed that the needle protruded several millimeters less than with other devices, but it was determined that no particular defects were found with the endoscope. When we asked the hospital about the impact of this few millimeters, we received the following response. The needle has to go out for some more mm when they face bleedings. When a bleeding occurs (very often in this examination) the needle can't be shown exactly where it is and the user is pushing the needle to the mucosa so as the needle to be seen in the ultrasound picture. So in order to reach mucosa they need the mm that is lost in this particular scope. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.